Event description:
It was reported that the customer was hospitalized with low blood sugars, customer was incoherent at the time of the call. Troubleshooting revealed it had been several days since the infusion set was changed and the pump was alarming empty reservoir. Since this condition would normally result in a high blood sugar condition, the technician speculates that the customer may have primed a new infusion set without rewinding the pump. Nurse will question the customer when he is stabilized.